Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, the catalog # c01a and 510k # k041584 of 'like devices' was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent balloon kyphoplasty (bkp) to treat compression fracture at level t11. Cement was injected each 3 mm on the both side alternately. Cement leakage into the spinal canal was observed during second right injection. CT inspection was conducted after closing incision and decompression surgery was operated. Cement probably leaked from the posterior wall near the center of the vertebral body. Revision surgery was conducted at the same day as initial surgery. No further information was reported.